Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. Smith+nephew is not considered the manufacturer of this device per 21 c.f.r. Part 803.3. Neither does smith+nephew have any special contractual obligations that require the company to perform an adverse event assessment for this product.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the sony 27 4k display when connected via the dvi port, the he screen was flickering. The procedure was completed with a delay of 30 minutes or less using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.